Manufacturer narrative:
(B)(4). The actual unit was received for evaluation purposes. The unit was visually inspected. During visual inspection, the unit did not present a defect. The unit results passed functional testing. The reported condition was not confirmed. A batch review was performed on the reported lot and no deviations were found. No additional information is available.

Event description:
The customer reported to baxter corporate product surveillance of a no flow that occurred on a clearlink continu-flo solution set with control-a-flo. The patient's treatment using ceftriaxone was delayed for an unknown period of time. This infusion was being done via gravity and the patient has been trained on how to prime the tubing. There was no patient injury or medical intervention associated with this report. No additional information was provided.